Manufacturer narrative:
The premium plaque control standard brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the premium plaque control standard brush heads are falling out.